Manufacturer narrative:
The reported event of premature depletion could not be confirmed in the lab. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06268. It was reported that the patient was admitted to the hospital due to inappropriate therapy from their implantable cardioverter defibrillator. Upon interrogation of the device, electromagnetic interference was noted due to wear of the right ventricular lead. The battery longevity after the therapy was for 1 and 5 months. The physician decided to explant the device due to abnormal battery drainage. The lead was capped and replaced on 04/19/2019. It is suspected that the wear of the lead was due to the narrowness of the patient¿s vein and the presence of three leads in the vein. The patient was stable.